Manufacturer narrative:
Prod not returned - given to pt. Could be lack of medullary bone purchase or excess pt activity, although no indication pt was non-compliant. Add'l model# is 319-2438.

Event description:
Pt underwent fusion of toe using cannulated screws. At post-op visit 6 weeks later, pt complained of pain. Screws had backed out a few mm. Because fusion had occurred, dr removed screws from pt. Pain was relieved. Pt doing fine. No indication pt was non-compliant. Possible tip of screw was not placed in medullary bone.